Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone at an unknown concentration and dose and another unspecified drug at an unknown concentration and dose via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2017 that the patient¿s pump ¿quit¿ in (B)(6) 2017. It was stated that it stopped working and the patient was ¿sick as a dog¿ for about four weeks. This was considered a sudden change in therapy/symptoms. It was noted that the pump was replaced about a year ago and that this pump was only a year old. It was stated that the issue started in (B)(6) 2017, with the report that the pump stopped working in (B)(6) 2017, but then stated the patient was in withdrawal for four weeks (note this is conflicting with the report that the issue started in (B)(6) 2017 as the date of the report was (B)(6) 2017). It was indicated that the consumer did not know any details about the alleged issue and just stated that the healthcare professional (hcp) would ¿take it out¿ in about a week. The reason for the report was to update the manufacturer¿s records. It was reported that the pump would be explanted and the patient was not going to have it replaced. It was unknown if any product would be returned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.